Event description:
Medtronic received information regarding a navigation system for a procedure. It was reported that after the system had been on for about 15-30 minutes when the site attempted to pull an exam from pacs. The system shut off spontaneously. The system was still used for the procedure. After 15-30 minutes in the procedure the unexpected shut down occurred again. The system was fine for the remainder of the 3 hour procedure. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Concomitant medical products: other relevant device(s) are: sw kit (B)(4) stealth s8 cranial. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735773, lot#:1849, product ID: 9735787, lot#:18330213. D9/h2/h3: logs were received, for software analysis, but analysis has not been completed at this time. Codes b21, c21, d16 apply to the analysis. H3: a hardware analysis for the battery was initiated to determine, the probable cause of the issue. Analysis found that the issue came from the battery. Analysis found that the battery was not able to hold its charge in order to run an uninterruptible power supply (ups) when unplugged. A battery failure was confirmed. H6: b01,c02, d02, and annex g: g02002 apply to the hardware analysis for the battery. H3: a hardware analysis for the ups determined, that there was no fault found. It ran as expected. And all ports did output the proper voltage. H6: codes b01, c19, d14 apply to the hardware analysis for ups. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The system was serviced in the field, and the manufacturer representative provided an update that hardware parts were replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.